Event description:
There was an allegation of questionable glucose results for an unspecified number of patient samples on a cobas b 221 and system. It was alleged that the customer experienced very high blood glucose levels with this instrument compared to other devices. It was reported that samples with blood glucose levels above 100 mg/dl had a difference of 50 mg/dl when repeated, and samples with blood glucose levels above 200 mg/dl had a difference of 100 mg/dl or more when repeated. Two examples were provided. Sample 1: the initial result was 354 mg/dl. The sample was repeated on another cobas b 221 device, and the result was approximately 254 mg/dl (100 mg/dl less). The sample was repeated using "a chemistry device," and the result was "nearly the same". The type of device and the numerical result were not provided. Sample 2: the initial result was 41.8 mg/dl. The sample was repeated on another cobas b 221 device, and the results were 145 mg/dl and 146 mg/dl. The samples were repeated because the initial results were questioned by the physician.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service representative inspected the instrument and found that the settings for the glucose parameter had been altered from the factory defaults. Specifically, a factor was applied to the slope. The settings were corrected to the factory default values, which resolved the issue. The investigation determined that the root cause was due to a misconfiguration of the instrument settings. The investigation did not identify a product problem.